Event description:
A medtronic representative reported that during a scoliosis case, working from level t3 to l4, the surgeon alleged an inaccuracy. After the third 3d spin was done, accuracy was off by 3 to 4mm inferiorly (instrument appears lower than actual). A check was done to ensure that the clamp and reference frame were still in a firm position and nothing had moved (frame was clamped to t3). After confirming the frame and all unnecessary items were out of touch of the frame and the patient, a fourth 3d spin was done, the accuracy remained off by 3mm inferiorly. All instruments are verified again with divot error less than 2mm. The surgeon tried rotating the tactile awl frame towards the boom light and noted that the accuracy actually changed as the frame moved to and away from the light. The frame became accurate when it faced the light while the 3mm inaccuracy comes on when the frame is away from the light. Only the t7 screw was removed as it was pressing into the spinal cord. The surgeon completed the case successfully with the use of the stealthstation s7 system. There was no impact to the patient outcome.

Manufacturer narrative:
Software evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Log files were received by the manufacturer on (B)(4) 2012 but did not contain any information pertaining to the root cause of the alleged behavior. The root cause could not be determined due to insufficient information.